Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4): leak repaired. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a sigmoid colectomy procedure, the surgical assist fired the device. A bubble test was performed and they got a bubble. The area was sewed and another bubble test was performed. Everything looked fine. One day post-op, the patient returned to the operating room for a leak. The leak was repaired. The patient is fine. The device was discarded.